Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 24, 2019 that a genesys 115v hta capital was used in a procedure performed on (B)(6) 2019. According the complainant, during the procedure, the console shows fluid loss error twice and a cassette error once. The procedure was cancelled. There was no serious injury nor adverse patient effects as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.